Event description:
It was reported that balloon shaft break occurred. The target lesion was located in the ostium of right coronary artery. After engaging the lesion with a 7 fr guide catheter, a 1.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, while the balloon was being pushed through the guide catheter, the shaft snapped in two with a clean break approximately halfway down the shaft. The balloon was completely removed from the body and the procedure completed with a different device. No patient complications nor injuries were reported.